Event description:
The user facility reported that during a patient procedure the tip from their prestige atraumatic grasper fell off into a patient. The user facility did not disclose whether the patient received additional treatment due to the reported event. The user facility reported that the patient is fine.

Manufacturer narrative:
The user facility contacted spectrum as the last repair was performed by spectrum surgical six months ago on (B)(6) 2014. The user facility removed the instrument from service. Spectrum surgical requested the instrument be returned for evaluation. Spectrum's evaluation results indicated that a micro fracture on the interior distal jaw was present. The micro fracture caused the jaw to break off subsequently causing the reported event to occur. Evaluation results indicated that the cause of the damage can be attributed to high usage by user facility.. The user facility stated that the instrument was inspected prior to use but one of their staff members may have overseen the micro fracture. Spectrum surgical provided the user facility with proper cleaning and inspection practices for their prestige atraumatic grasper. The reported event did not occur due to spectrum's repair activities on (B)(6) 2014. Spectrum is not the manufacturer or initial importer of the prestige atraumatic grasper. Spectrum will notify the manufacturer of the prestige atraumatic grasper subject of the reported event.